Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contact dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and receiver that occurred on (B)(6) 2016. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was attempted but could not communicate with the tester. A pairing test was performed and the test passed. A data log was downloaded and reviewed. Gaps were observed during log review. A loss of connection was confirmed. Root cause could not be determined.